Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while alleging to pace a pt the device had a problem with the ECG signal. The complainant was not able to provide any further info. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.